Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred and that the battery gauge was fluctuating. Additionally, it was reported that the pump history was missing while the pump was being used. In addition, was reported that the customer experienced an elevated blood glucose (bg) level. Bg value and cause were not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer continued to use the pump for insulin therapy.